Event description:
It was reported the patient had problems with spasticity control and residual volume discrepancies since the device was implanted in 2008. No specific volume discrepancies were reported. It is unknown if the volume discrepancies were within manufacturer specifications. The drug used in the pump was fentanyl 148000 mcg/ml at a dose of 22496 mcg/day; baclofen 850 mcg/ml at a dose of 1292 mcg/day; bupivicaine 38 mcg/ml at a dose of 57760 mcg/day; and clonidine 1800 mg/ml at a dose of 2736 mg/day. A rotor and dye study were done with normal results. The device was replaced about 7 months later, with a smaller size pump. The hcp felt the therapy could be better controlled with the smaller pumps. The patient recovered without sequela.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be submitted when device analysis is complete. This report is being submitted later due to a delay by a manufacturer employee. A process improvement plan and training are in place.